Event description:
A flogard device was returned for preventative maintenance. During initial inspection, the baxter technician found a broken power cord. The customer did not allege any product malfunction or defect. The process step is unknown. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a baxter field service technician and the condition was confirmed. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced.